Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed error code 53 in the fault logs but no accompanying power up test code 11 or 12. The iabp unit passed the fiber optic test with no errors found, and when the stm connected the fiber optic balloon and trainer and tested the unit, the unit calibrated the fiber optic balloon and completed all auto-fill tests then commenced pumping. The iabp unit pumped with no errors. However, the original fiber optic balloon was not with the unit for testing. The stm completed all calibrations and functional testing per chapter 4 of the service manual, which all passed per factory specifications, and the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed " fiber optic sensor failure. The circumstances under which the event occurred is unknown and it is also unknown if there was patient involvement. However, no adverse event was reported.